Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 16516546. Model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was done and showed that the leads migrated. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.